Event description:
It was reported that review of device data found this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements measuring, greater than 3,000 ohms. The device is programmed to vvi. At this time, this system remains in service. No adverse patient effects were reported.